Event description:
A medtronic representative reported the tria system monitor was displaying a yellow scrambled image intermittently. They slaved out the image to an external monitor and the image quality was fine. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
A continuity test revealed an open from pin 16 of the db25 connector to pin 11 of the fischer connector. Cable was replaced and resolved issue.